Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06532. It was reported that the patient presented in clinic for a follow up. During device interrogation, low impedance was observed on the ra and rv leads. Insulation abrasion due to clavicle bone friction was confirmed via x-ray on both leads. Both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
Insulation and coil damage were found between 20.9 cm to 26.0 cm from the connector pin consistent with clavicle crush. Shorts were found between the conductors. This is consistent with the observation from the field of clavicular crush and low lead impedance.